Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an MRI exam, the patient experienced phrenic nerve stimulation. Upon further investigation, the device was found to be in backup vvi mode. The device was reprogrammed to resolve the event. The patient was in stable condition.